Event description:
The complaint reported that during service and repair unable to simulate case start, step 10.11, due to purge flag being damaged. Purge flag was replaced and the failure cleared. There was no patient involvement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the cause of the inability to simulate case start during pm on (B)(4) was a broken mechanical lever within the purge pressure sensor.